Manufacturer narrative:
Lifescan has requested the return of the subject strips for evaluation, but has not yet received them. If the strips are returned, lifescan will evaluate them and, if the strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The pt called lifescan (lfs) on 11/4/04 alleging that the one touch ultra test strips she had been using were damaged. The test strips had been stored properly and were not expired. The pt had done a back to back testing and received a 385 and 259 mg/dl within 10 mins from one another. The pt took insulin after attempting to use the meter and did not seek medical attention or contact her physician. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. Test strips fell within range using the control solution. This case is being reported as a strip malfunction due to damaged test strips.